Manufacturer narrative:
The customer performed their own troubleshooting over the phone with the support of beckman customer technical specialist. It was determined that there were no programmed rules in remisol to prevent the samples from being auto validated. The customer was instructed to have the rules setting updated to resolve the issue. Based on the available information, there was no evidence of a system or reagent malfunction. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining a low total bilirubin (tbil) result for neonatal patient on their au5800 clinical chemistry analyzer. The low result was released out of the laboratory and was questioned by the physician. The customer then repeated the patient sample and obtained normal result. The customer indicated the patient care was delayed. Beckman made multiple requests to get additional information, however, the customer did not provide additional information regarding the alleged delay in patient care. The patient was not harmed. There was no report of death associated with this event. The customer did not provide patient demographics. The customer provided results for this patient.